Event description:
It was reported that the right cylinder of this inflatable penile prosthesis (ipp) ruptured. All components were removed and a new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question, as any ams 700 that exhibits a device malfunction after 10 years of implant duration and with no associated patient harms does not represent a serious or life-threatening injury.

Event description:
It was reported that the right cylinder of this inflatable penile prosthesis (ipp) ruptured. All components were removed and a new ipp was implanted. There were no patient complications reported.